Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l55028, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were noted as non-malignant pain and failed back surgery syndrome. The patient started leaking spinal fluid (cerebrospinal fluid leak) and the device had to be removed. No drug, troubleshooting/diagnostics, cause of the csf leak or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.